Event description:
Spontaneous report pt's freedom 60 pump broke, no additional information provided. Unknown if pt missed a dose, no adverse event reported, unknown if pt has broken pump available for return. Reported to (b(6) by: patient/caregiver.